Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred outside of a procedure. It was reported that the imaging system had issues with opening and closing the gantry doors. There was no patient present when this issue was identified. No further information was provided.